Event description:
It was reported that pump displayed malfunction code and customer planned to transition to multiple daily injections for backup insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer support confirmed pump was in warranty, arranged shipment of replacement pump with updated software, provided instructions for placing malfunctioning pump into storage mode and returning it within required timeframe, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.